Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited intermittent high out-of-range shock impedance measurements in the 110s-130s ohm range. In addition, stored episodes began to show non-physiologic noise with oversensing starting around may 10, 2021. Further evaluation in-clinic and x-rays were recommended. Technical services (ts) reviewed that rv lead revision may be needed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited intermittent high out-of-range shock impedance measurements in the 110s-130s ohm range. In addition, stored episodes began to show non-physiologic noise with oversensing starting around (B)(6) 2021. Further evaluation in-clinic and x-rays were recommended. Technical services (ts) reviewed that rv lead revision may be needed. This lead remains in service. No adverse patient effects were reported. Additional information was received, this rv lead was surgically abandoned due to the already mentioned noise and oversensing. No pacing inhibition was noted. No additional adverse patient effects were reported.